Event description:
A call was received from the clinician requesting review of a remote monitor transmission. The transmission occurred due to triggering of a lead integrity alert (lia). During the conversations it was reported that the patient is deceased. Technical service review of the transmission with the clinician noted that the patient had ventricular fibrillation (vf) and received six shocks without successfully terminating the rhythm. The lia is noted to be due to nonphysiologic sensing and elevated short interval counts (sic). Additional information related to the cause of death and circumstances of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6); 419688 implantable pacing lead implanted: 2010 (B)(6); 693565 implantable tachy lead implanted: 2010 (B)(6). (B)(4).